Manufacturer narrative:
Should have been (B)(6) 2010 rather than (B)(6) 2010.

Event description:
New information indicated that the right ventricular lead continued to exhibit noise, resulting in pacing inhibition and the patient continued to experience lightheadedness. The noise could not be reproduced.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that during right ventricular lead revision, the lead insulation was noted to be damaged. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences and the patient was well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dizzy spells. During follow up, the right ventricular lead exhibited noise. Electrograms revealed pacing inhibition during noise. The noise could be reproduced with pocket manipulation. The device was reprogrammed. The patient would be monitored.